Event description:
Event: (cc# 98-01175) after iabp for four hours, the "leak in iab" alarm sounded from the system 97 pump. Then, blood was noted in the tubing and the iab was removed. A second iab was inseted into the patient. (Multiple event to customer complaint number 98-01174) on 9/29/98, the following information was reported to datascope: the iab was inserted into the patient on 9/16/98. After iabp for four hours, the "leak in iab" alarm sounded from the system 97 pump. Then, blood was noted in the tubing and the iab was removed. Anothe iab was inserted into the patient. [Event complications]: none from the event - reported 9/18/98, 9/29/98. [Patient's current status]: o.r. - rpt'd 9/18/98.